Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020 as the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7071647. The devices were not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that the patient had an infection at the pocket site. Symptoms of swelling on ipg site and fever were noted. The physician confirmed that the infection was neither device nor procedure related and the cause was unknown. The patient was placed on antibiotics. All device components were explanted and were discarded.